Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The correction of d4 model #, catalog # fields deems required. This is based on the internal evaluation of available data. Previous d4 model # ard2vcs00040a catalog # ard2vcs00040a corrected d4 model # ard568805901 catalog # ard568805901.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with volista access surgical light. The weld of fork has cracked, leading to paint chipping occurrence, what was confirmed by a photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination, moreover, as the weld has cracked there was a risk of headlight's detachment. It was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification as the weld of fork has cracked, leading to paint chipping occurrence and it contributed to the event. It is unknown if the device was being used for patient treatment when the issue occurred. Comparing the number of devices installed on the market to the number of complained devices it can be concluded that occurrence rate of paint chipping is low and of cracked weld is very low. Subject matter expert has investigated the issue and the conclusion of the evaluation is: the crack of the fork is due to the rupture of the welding bead. The analysis of the defective part by the supplier did not indicate a problem with the welding process. The tensile test performed on the volista access light head complies with the iec standard 60601. An excessive effort concentrated on the fork caused the rupture of the welding bead at the level of the axle. The user manual 01781 rev. V14 (pages 60-63) mentions that the surgical light must be prepositioned prior any procedure to avoid interactions and collision with other devices. We believe the related devices are performing correctly in the market. We believe if the manufacturer¿s recommendations included in user manual would have been followed, the issue could be avoided.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with volista access surgical light. The weld of fork has cracked, leading to paint chipping occurrence, what was confirmed by a photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination, moreover, as the weld has cracked there was a risk of headlight's detachment.